Event description:
It was reported that on 7/23 the patient experienced a syncope episode and presented to the emergency room. The pulse generator was interrogated and stable impedance values were noted. The patient underwent an ICD upgrade on 7/25 and the device exhibited an output anomaly. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. The reported output anomaly was reproduced during temperature cycle testing. After further testing no output anomalies were observed.